Manufacturer narrative:
Complaint allegation is confirmed. Upon visual evaluation, it was noted that the black rubber band was missing from the device. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to a manufacturing issue. Refer to investigation photos. Complaint is confirmed. However, the allegation that this failure occurred out of the box cannot be confirmed because the device was returned out of the original packaging, and no photographs of the device in that state were provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a wrist ligament reconstruction surgery the device had a manufacturing defect, as there was no safety rubber band. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 27-nov-2023. It was confirmed that the missing rubber band was noticed when the operator tried to use the implant.